Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer rail issue. A team lead engineer replaced the drawer slides to resolve the issue. The system functioned as intended after the team lead engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer. The customer stated that a malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.